Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) hour post procedure the patient became hypotensive and a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis removing 300cc of blood from the patient. The patient was stable and doing well following this treatment. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.